Event description:
It was reported that the iab pump displayed that the helium was empty. The clinician found it very difficult to change the helium bottle. After exchanging the bottle, the iab pump continued to read "empty." As a result, the iab pump was exchanged. Refer to medwatch no. 1219856-2007-00157 for the second event involving this patient.

Manufacturer narrative:
Evaluation: arrow field service found problem with sensing circuit, which was generating false low helium pressure alarm. The circuit was replaced, & the unit was returned to service. A follow-up report will be filed if more information becomes available.